Event description:
It was reported that the site's (B) (4) handheld computer would not hold a charge. Physician had to reset the time and date multiple times because the handheld would run out of battery life too soon. The product has been returned to the MFR, but analysis is pending.